Event description:
It was reported by service report that the scale was not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Scale was not properly zeroed by user prior to use.